Event description:
A malfunction code was reported by the customer. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Technical support assisted the customer with resetting the pump, and no further malfunction codes recurred thereafter. Customer was advised to continue using the pump and to contact support again if any issues arose.